Event description:
Customer reported the set screws in the mounting column of the ceiling support on the overhead counterpoise system became loose, causing the column to separate and fall and hit the cardiologist's right shoulder and back.